Event description:
It was reported that the pump's alarm volume is too low. There was no adverse impact to the customer¿s blood glucose level. It was reported that the pump's alarm volume is too low. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.